Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead was noted to have a "lack of sensing." Additionally, oversensing and high/changing impedances were noted. When the physician disconnected the lead, a blood clot was found on the lead connector. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - performance data was collected from the device and has been analyzed. Impedance - high resistance/impedance: 1 - patient alert for rv.pace lead z > 3000 ohms on (B)(4) 2012 03:00:04. Weekly pace lead impedance log data shows an abrupt increase for max v.pace = 904 to 16382 ohms peak between (B)(4) 2012. Sensing - interference/noise: ventricular short interval count v-sic=679.4 counts avg/day, in 2.91 days, between (B)(4) 2012 13:15:54 and (B)(4) 2012 10:10:40. Sensing - oversensing: 12 - ventricular nst<=210 ms between (B)(4) 2012 21:53:09 and (B)(4) 2012 22:12:21. The full lead was returned and analyzed. The proximal conductor was fractured, the distal and defib conductors were distorted, and blood/body fluid was found on the distal conductor (not obstructed). The inner insulation was kinked/buckled, and the outer insulation was breached cut and exhibited a cosmetic depression. The outer tubing overlay exhibited cosmetic environmental stress cracking. Blood was found in/on the helix/lobe mechanism, tissue was found on the helix, and the helix/lobe was distorted/bent.